Event description:
Revision surgery performed on a margron hip replacement due to unk pt symptoms, possible pain.

Manufacturer narrative:
Revision surgery performed due to aseptic loosening of femoral stem implant. Margron stem replaced with an alternate MFR's hip replacement system. Insufficient info available to draw final conclusion as to the cause of loosening of the stem. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.